Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch select simple meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred ¿3 days¿ prior to the alert date of (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿220mg/dl¿ with the subject meter and ¿140mg/dl¿ on a calibrated laboratory device within an unknown period of time of one another. The patient normally manages their diabetes by taking ¿500mg glucophage¿ every day, but in response to the subject meter reading of ¿220mg/dl¿ the patient consulted with a healthcare professional (hcp) for advice. The advice provided by the hcp was to take additional insulin in order to lower their blood glucose levels. The patient followed this advice and administered an unknown type and dosage of insulin. An unknown period of time after taking this action the patient developed ¿hypoglycemia¿ and was hospitalized for ¿3 days¿ as a result of this. The exact symptoms which the patient experienced as well as the treatment which was provided in hospital is not known at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient¿s testing steps were correct. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter. This led to them administering additional insulin and suffering symptoms which are suggestive of serious injury which required hospitalization after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 - (B)(6) 2015 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The initial 3500a report stated the following: "...the patient obtained a blood glucose result of ¿220mg/dl¿ with the subject meter and ¿140mg/dl¿ on a calibrated laboratory device..." However, the result of "140mg/dl" was actually obtained on an "accu glucose meter".